Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The device was prepped prior to use without issue and no leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement the balloon interacted with the mildly calcified, mildly tortuous, 90% stenosed anatomy causing damage to outer surface of balloon resulting in the reported rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed, de novo mid-left anterior descending coronary artery (mlad). A 3x15mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and inflated once to 7 atmospheres (atm) when the balloon ruptured. The device was removed, and a non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.